Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. This report will be amended when out investigation is complete.

Event description:
It is reported that the targeting guide, lag screw retainer, and lag screw reamer did not line up correctly.